Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level increased to 425 mg/dl. Reportedly, the customer changed supplies as necessary and resumed insulin therapy.